Event description:
On the date listed above, my right breast started itching, burning and swelled up 3x larger than my left breast and it turned pink with rash and is very painful. This has happened 3 times since. I have just discovered that my implants are on a recall list for causing cancers and possibly triggering autoimmune diseases (as I'm scheduled to see a rheumatologist for symptoms possibly related to implants) and systemic inflammation problems associated with the recalled implants. For years I've been trying to find out what is going wrong with me as I've been suffering for awhile now. Now I find all my symptoms and suffering could possibly be linked to my recalled breast implants. And because I'm symptomatic and the swelling and pain keeps returning, I am scheduling to have them both removed as I am desperate for relief and fear it may be cancer, as I have all the listed symptoms according to FDA website. If they test positive for cancer, I will update my report here with FDA. I filed for disability due to on going symptoms but was turned down. I still can't work and have no income or insurance. I had 5 additional CT scans not included in above list. I have and am paying out of pocket for all medical costs. I sold my home and moved in with my mother as she is helping care for me. These symptoms have impacted my life dramatically in a negative way causing depression and even suicidal attempts. My struggles are very real and getting worse. My hopes are that my on going symptoms will disappear once the implants come out so I can live an active life again and go back to work. Left breast implant is on recall as well. It is a mcghan saline filled contour by inamed, implanted (B)(6) 1999. I also had a mcghan saline filled contour by inamed breast implant on the right side that was replaced in 2008 due to a faulty leaking and deflated breast implant. Reference reports: mw5150933, mw5150935, mw5150936.